Event description:
It was reported that high thresholds were observed. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.